Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the lens was failed not used. Additional information has been requested.

Event description:
Additional information has been received and stated that intraocular lens failed to deploy from cartridge. The lens was implanted and removed during the initial procedure and replaced with another lens. There was no patient harm.

Manufacturer narrative:
Additional information was provided in b.5., d.10.,h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).